Event description:
The customer reports the doctor found the needle loose and fell off the syringe during use on a patient.

Manufacturer narrative:
(B)(4). The customer returned an ars and introducer needle for evaluation. Visual examination revealed the introducer needle cannula was separated from the needle hub. The needle hub did not have any cracks or deformities. The proximal end of needle cannula and the needle channel in the needle hub contained small amount of adhesive residue. The blast length of the needle cannula, the outer diameter of the needle cannula, and the inner diameter of the returned needle hub were measured and all were found to be within specification. The needle cannula was able to fit in the hub; however, it was loose and easily removed. A device history record review was completed with no relevant findings. The customer reported issue of the needle separating from the hub of the introducer needle was confirmed during sample investigation. Microscopic examination revealed no signs of adhesive inside of the needle channel of the needle hub and small amount on the proximal tip of the needle cannula. No damage/cracks were observed on the needle hub that might have caused the needle cannula to separate. Dimensional inspections were performed, and no issues were found. A DHR review was completed with no relevant findings. Based upon the observed defect the probable cause of this issue is manufacturing - assembly related. A non-conformance request has been initiated to further investigate this complaint issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the doctor found the needle loose and fell off the syringe during use on a patient.